Manufacturer narrative:
Age at time of event: patient is over 18 years old.

Event description:
It was reported that the burr sheared the wire and caused perforation to occur and the fragment was not retrieved. A 1.50mm rotapro and a rotawire were selected for a procedure in a heavily calcified right coronary artery (rca). During the procedure, the burr sheared the wire and the wire became separated at the distal end. At the time the event was reported, 4cm of the rotawire remained inside the patient. The devices were removed from the patient by pulling out on the remaining wire through the catheter. The event caused a perforation to occur, resulting in the placement of a covered stent and balloon. A surgeon was consulted however, surgery was postponed until the antiplatelet medication had left the patient's system. To date, no additional intervention has been done to remove the wire fragment. Patient was reported as stable.